Event description:
It was reported the camera head lost focus and when the connector was reconnected, the image was noisy (sandstorm) and a scope communication error (e228) had occurred. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E3-non-health care professional; e2-no. The device was returned to olympus as yet and the customer allegations could not be confirmed. Based on the results of the investigation, a probable root cause cannot be identified. The device history record was unable to be reviewed for this device since the serial number was not provided. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.